Manufacturer narrative:
The sporadic failures have been caused by a too small current supply during the ignition process. Consequently, the display inverter was changed. The root cause was a faulty monitor. The reference to the ignition process was that the power source for the lcd backlight was inoperative,causing the display monitor to be faulty. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reported the display background illumination did not work. This event occurred during surgery, however, there was no injury reported.